Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level and high blood glucose. Customer¿s blood glucose level was 32 mg/dl, 24 mg/dl and over 600 mg/dl. Customer was treated with apple juice. Customer¿s other blood glucose level was 125 mg/dl. Customer also reported that the crack below that on the reservoir area from under reservoir ring. Customer stated that reservoir not able to lock in place when inserted into insulin pump and came loose a couple of times since they dropped. Troubleshooting was not performed for low and high blood glucose. The insulin pump will not be returned for analysis.